Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, which prevented the pump from charging. Additionally, the pump battery was observed to be fluctuating. The customer's blood glucose (bg) level was 105 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery charging issue was verified; however, the battery fluctuation issue could not be verified due to the battery charging issue.